Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. Surgeon comment: "exchange nail on this non union case. Sign nailing was done in 2014 with 9x340. Now 10x340 nail is inserted after refashioning on fracture end and removed the fibrous tissue from marrow cavity. Old case ID of previous data was (B)(4) and new reporting was done. Post liac crest bong graft done. " the root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The im nail was replaced with a 10mm x 340mm, standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. Prior case ID:(B)(4).

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw presents no risk of injury or death to the patient and was left in place. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on 08/27/2015, that a sign im nail implanted to repair a fracture of the right femur; showed a broken screw in a follow up x-ray.